Event description:
The customer contacted physio-control to report that their device locked up when resuscitating a patient. After the shock button was pressed, the device¿s display went black immediately. All the device¿s leds flashed and the device would not respond to any other button being pressed. The user then took out the batteries to power the device off. After the device was powered back on by the user, the device was fully functional. There was patient use associated with the reported event however, there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device locked up when resuscitating a patient. After the shock button was pressed, the device¿s display went black immediately. All the device¿s leds flashed and the device would not respond to any other button being pressed. The user then took out the batteries to power the device off. After the device was powered back on by the user, the device was fully functional. There was patient use associated with the reported event however, there was no adverse patient outcome reported.